Manufacturer narrative:
A ge service representative performed an on site investigation. Parts were ordered. Another ge service representative performed on site repairs. The hard drive, motherboard, printer service board and the image processor were replaced. The software was reinstalled and the system configuration reloaded. The system and fluoro were tested and they operate as intended.

Event description:
The customer reported the 9600 system workstation would not complete the boot up process. No pt injury was reported.